Event description:
Medtronic received information that approximately 5 years, 1 month, and 3 weeks following the implant of this transcatheter bioprosthetic valve, symptoms of chest pain and shortness of breath were noted and the patient was diagnosed with severe central aortic regurgitation and paravalvular leak. 6 days later, a second non-medtronic transcatheter valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1. Adverse event <(>&<)> product problem updated b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years, 1 month, and 3 weeks following the implant of this transcatheter bioprosthetic valve, symptoms of chest pain and shortness of breath were noted and the patient was diagnosed with severe central aortic regurgitation and paravalvular leak (pvl). 6 days later, a second non-medtronic transcatheter valve was implanted in the patient. No additional adverse patient effects were reported. Additional information was received that the pvl was moderate in severity based on the echocardiogram.